Manufacturer narrative:
Concomitant medical product: product ID: 3889-33, lot# va0nnxt, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that on (B)(6) 2015 she had surgery to move her device. There was no trauma or falls related to this event. The patient was implanted for gastrointestinal/ pelvic floor issues. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they were not certain as to what caused the change in position. The device lead was protruding through the muscle. The patient indicated that it was not an issue of reprogramming when asked if reprogramming help to resolve the issue. It was noted that the representative did not reprogrammed patient while in the hospital.